Manufacturer narrative:
Evaluation summary the entrust stent delivery system was received with the red safety tab still full engaged within the delivery system handle. Several bends in the catheter of the delivery system were noted. The bends most likely happened post procedure given how the delivery system was coiled up and packaged for return. The distal end of the entrust stent delivery system catheter was back lighted to determine if the stent was still present within the system, the stent was not present. Back lighting was used to determine the location of the inner guidewire lumen/pusher: the distal end of the push rod is approximately 40mm proximal of the proximal edge of the stent delivery system distal marker band. The stent delivery system is designed to deliver a 6mm by 40mm self-expanding stent. The pusher is located where it would be when released from manufacturing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician employed the use of an everflex entrust with a 5 fr sheath and non-mdt guidewire for the treatment of a 40mm moderately calcified, moderately tortuous lesion in proximal location in the right superficial femoral artery (diameter 6mm) which exhibited 70% stenosis. Embolic protection not used. Device prepped without issue. Lesion was pre-dilated using a 6x40 pre-dilation device. Resistance was encountered when advancing the device. Device passed through a previously deployed stent. Excessive force was used during delivery. The sheath kinked on the aortic bifurcation. Probably forcing the passage of the stent in the sheath at this point caused the partial opening of the stent. When the physician tried to retrieve the stent, it was delivered inside the sheath. The stent was finally delivered by pushing the stent with a diagnostic catheter with a pullback technique. No patient injury reported.